Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02382, -02383, -02384. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications (left hip).